Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. During inspection and testing, the reported event was confirmed. The flickering front panel was caused by a detached filter unit. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
An olympus employee reported the front panel of the loaner light source was flashing. The device had not been used in a hospital and no patient or procedure was involved.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the cause of the ¿front panel flashes¿ was the faulty filter unit (turret unit). The phenomenon occurred because the filter unit was detached. After re-installing the filter unit, the device was restored to normal. The instruction manual of clv-s400 describes the following, and the reported phenomenon might have been prevented by following the descriptions: ¿[important information ¿ please read before use]: do not apply excessive force to the light source and/or other instruments connected. Damage and/or malfunction can occur.¿ olympus will continue to monitor field performance for this device.